Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) felt a sharp "poke" in the left side and in the chest. Boston scientific technical services (ts) advised patient to discuss device check with health care professional (hcp). Further, the device was explanted and replaced. No additional adverse patient effects were reported.